Event description:
Customer reported that she needed assistance programming the insulin pump. The blood glucose reading was 47 mg/dl. She stated that the blood glucose was low due to overdelivering insulin. She was advised to contact her health care provider for the settings. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.